Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of pain ("much pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria disability, medically significant and intervention required), allergy to chemicals ("her body was reacting to the pet fibres"), alopecia ("lost a lot of hair") and dysgeusia ("horrible taste in mouth"). The patient was treated with surgery (hysterectomy in 2015). Essure was removed in 2015. At the time of the report, the pain and allergy to chemicals outcome was unknown and the alopecia and dysgeusia had resolved. The reporter provided no causality assessment for allergy to chemicals, alopecia, dysgeusia and pain with essure. The reporter commented: there were moments where she could not get out of bed she was in so much pain. It felt like she was dying, like something was killing her from the inside. She could not work out why she felt so unwell the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 5-sep-2017 for the following meddra preferred term: pain: the analysis in the global safety database revealed 377 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.